Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The returned delivery system is not applicable/germane to the reported hypotension due to a suspected polymer leak as outlined within the endologix field safety notice (fsn), fs-0012. Technical and procedural factors of the user (e.g. Use of the cross over lumen before polymer fill, catheter manipulation) are not causative for the majority of polymer leaks as was previously communicated, subsequently an evaluation of the returned delivery system is no longer warranted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix does not show that the patient experienced hypotension and was treated for an anaphylactic reaction per the device IFU due to a suspect polymer leak. This is not consistent with the reported adverse event/incident, and is due to a lack of relevant medical information. However, this event is most likely device-related due to a suspected polymer leak. As identified in fs-0012, the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with the fsn this is the most likely cause associated with this event. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported as under surveillance. On (B)(6) 2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On (B)(6) 2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections to d11, g4, h6: h6 result code; remove 3233. H6 conclusion code; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. Notably, the patient had a known allergy and received corticosteroids prior to the procedure. A decision was made to implant two (2) bx (non-endologix) stents, which were placed bilaterally within the aortic body legs. The patient will continue to be monitored. Additional information received indicating that the patient experienced bilateral ischemia and accompanying pain in the legs, back, and intestines. The physician performed a laparoscopy and the patient was intubated for ten (10) days. The patient then made improvements and was discharged from the ICU.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. Notably, the patient had a known allergy and received corticosteroids prior to the procedure. A decision was made to implant two non-endologix stents; placed bilaterally within the aortic body legs. The patient will continue to be monitored.